Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-oct-2023. H.6. Investigation summary: bd received (B)(4) samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. The appearance of the spray coated additive in the tube is normal for material #: 364992. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® urine analysis preservative tube, there were bubbles in the tube. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer states product was received and tubes appear to have bubbles and have been activated.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® urine analysis preservative tube, there were bubbles in the tube. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer states product was received and tubes appear to have bubbles and have been activated.